Manufacturer narrative:
(B)(4). The implanted device remains.

Event description:
It was reported the patient developed an infection and several abscesses at the abutment site resulting in healing issues. Subsequently, the patient underwent several surgery's for unknown reasons (dates not reported) as well as being treated with oral and IV antibiotics (dates not reported). The abutment was removed to allow for healing; however the implanted device remains.